Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Via e-mail, customer states that he will discontinue insulin pump therapy. Customer states that it became too difficult to control his blood glucose. Customer states that even after administering bolus shots, he was not able to control blood glucose. Customer states he will revert to using humalog and lantus treatments. Customer inquired on canceling scheduled supply orders and possible refunds. No further information provided.